Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Continuation concomitant medical products: d314trg crt-d, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient's spouse that the patient's device system contributed to the patient's death. The cause of death has been requested and not received.